Event description:
The customer reported that "the nurses state the mx700 in room 316-micu lost connectivity to the piic. Pt coded and did not survive and no waveform data was available."

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.